Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net transmission. The patient was brought into clinic for further testing. It was suspected that the right atrial lead had dislodged. Chest x-ray was performed and confirmed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.